Event description:
It was reported (by user medwatch form via (B)(6) ) that the pt developed a 2 cm hemorrhage on the mid and superior aspect of the cerebellar vermis with surrounding edema. The pt underwent a cerebral arteriography embolization with onyx of a basilar perforator 2 mm dissection aneurysm. The onyx unintentionally flowed into other perforator arterioles causing further cerebellar incident.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.